Event description:
It was reported that during use of the bd plastipak¿ luer-lok¿ syringe there were defects at the luer site, making it difficult to connect to various devices. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: syringe has manufacturing defects at the luer site, making it difficult to connect to various devices, such as hemodialysis catheters and blood lines.

Manufacturer narrative:
H.6. Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The photos were analyzed and it was possible to identify a small deformity in the first thread of the luer lock (nozzle of the syringe). This deformity was causing the difficulty to attach the equipment to the syringe. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to unload the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly h3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ luer-lok¿ syringe there were defects at the luer site, making it difficult to connect to various devices. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: syringe has manufacturing defects at the luer site, making it difficult to connect to various devices, such as hemodialysis catheters and blood lines.